Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with spinal stenosis underwent spine decompression and discectomy surgery at l4-s1. Intra-op, when spacer was loaded on the inserter and was hammered to place spacer inside the disc space, it broke. The product was replaced with new implant to successfully complete the surgery.no fragments of the implant remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirms multiple fractures. Microscopic examination of the implant displays multiple fracture rays emanating away from the area of fracture origin, the superior inserter interface hole diameter. This is consistent with brittle overload of the implant due to significant impaction force during attempted implant insertion into the vertebral space. If information is provided in the future, a supplemental report will be issued.